Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
The following was reported by a nurse at the facility, "brachial vein just above ac. She was a very difficult patient. Maybe a little over 1cm deep, it was difficult to visualize my tip but when I thought I was in I tried advancing the wire and I met resistance at the halfway point so I tried pulling/sliding the guide wire back and couldn¿t. I tried removing the whole device and met resistance just under the skin when the whole unit was almost out. I panicked and tried retracting and the catheter came out but the coiled tip stayed. I applied heat for several minutes and gave a gentle tug and it came out. The tip was still coiled so I was confident nothing had broken off. " it was further stated that, "it came out and the tip looked intact."